Event description:
The customer reported to customer service that the power supply for their breast pump would not power the pump. However, when the product was received in by medela, it was found to be breached which is a potential safety risk.

Manufacturer narrative:
The customer was sent a replacement power supply. In follow up with the customer, she did indicate that the product was breached while it was in her possession. The customer did not witness smoke, fire, or spark and stated no injuries were sustained as a result of the issue with the power supply. A product evaluation revealed that the transformer housing was broken, exposing inner electronics, which is safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation ir12-0037. The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.